Manufacturer narrative:
The device has been received for evaluation, however, the investigation is not yet complete.

Event description:
The event occurred on an unspecified date and involved a tego connector that was reported to have an issue during patient surgery resulting in an unspecified amount, but significant, of blood loss. There was no other information provided. There was patient involvement, but no harm was reported as a consequence of this event.

Manufacturer narrative:
A single used tego connector was returned with evidence of internal blood leakage but no external damage observed. No mating devices were returned. A photo sample was also received. The used tego connector was pressure and vacuum leak tested and internal leak was confirmed. The tego connector was disassembled and a puncture was observed in the silicone seal typical of puncture with a sharp object during use. The probable cause of the leakage is typical of access with a sharp object, such as a needle, during use. The directions for use states: do not use needles, blunt cannulas or luer caps on connectors. A device history review could not be conducted because no lot number(s) was/were identified.